Manufacturer narrative:
Patient and initial reporter information were not provided. The model# and expiration date were not provided. The manufacture date was not determined.

Event description:
A pharmacist stated a customer received a blood glucose reading of 22mg/dl on the contour next link. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. Product was not expected to be returned and was not replaced.